Event description:
It was reported that during a da vinci procedure, a sureform 60 stapler instrument fired an unspecified sureform 60 reload which cut the tissue open without applying staples. The following information is unknown: the event date, what color stapler reload was involved with the reported event, what surgical intervention was rendered due to the complication, the procedure outcome, and the patient's current status. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
No products are being returned for this event as the event date and products used are unknown.